Manufacturer narrative:
Medical device brand name: bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter experienced the sleeve falling off during use. The following information was provided by the initial reporter: material no. 364902, batch no. 9080648. Per email: the complainant stated that the needle sheath on the transfer adapter came off and stayed in the septum when the user removed the aerobic blood culture bottle from the transfer adapter. The bottle septum was pierced no more than four times with the same transfer adapter needle in an attempt to relieve some of the withdrawal pressure (in the hopes of avoiding a collapsed vein) as the access was made through a small vein.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to sleeve fall off as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter experienced the sleeve falling off during use. The following information was provided by the initial reporter: material no. 364902; batch no. 9080648. Per email: the complainant stated that the needle sheath on the transfer adapter came off and stayed in the septum when the user removed the aerobic blood culture bottle from the transfer adapter. The bottle septum was pierced no more than four times with the same transfer adapter needle in an attempt to relieve some of the withdrawal pressure (in the hopes of avoiding a collapsed vein) as the access was made through a small vein.